Event description:
A pt underwent a scheduled procedure for a broncho-pleural fistula repair (pneumonectomy), via bronchoscope, in 2004 (not an approved indication within the us). According to the surgeon, excess bioglue surgical adhesive used during the procedure on the target area was expelled into the left bronchial tree. The surgeon suggested that more bioglue than expected was expelled from the device during the procedure. Subsequently, a blockage occurred and emergent attempts were made to remove the excess surgical adhesive from the area, where it was unintentionally expelled. The pt suffered a cardiac arrest at approximately 20 minutes after the event, and was successfully resuscitated in the theatre at that time. Oxygenation was eventually achieved, but further bronchoscopy was necessary 12 hours later. Once stabilized, the pt was transferred to the cardiac itu. At approximately 5 days post-operatively, the pt's health deteriorated and the pt expired following an acute myocardial infarction.